Event description:
Round gel breast implants placed in 10/78. Pt did not realize rupture had occurred and none of the mammograms showed the rupture. Operative report states right implant was an intracapsular rupture and left implant was ruptured at time of explant. Pt now has ana titer of 1:320 and atypical connective tissue disease.